Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was a regular outpatient dialysis patient, a semi-permanent central venous catheter for hemodialysis was implanted in the patient under aseptic operation. On the day of the event, it was found that the catheter connector was broken and could not be used any longer. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was a regular outpatient dialysis patient. On (B)(6) 2024, a semi-permanent central venous catheter for hemodialysis was implanted in the patient under aseptic operation. On (B)(6) 2025, it was found that the catheter connector was broken and could not be used any longer. The catheter was replaced with a new adapter to avoid reinserting it and causing additional pain to the patient. The relevant procedures were explained to the patient and their family, and the equipment supplier was contacted. There was no reported patient injury.